Manufacturer narrative:
The device was discarded at the hospital. No additional information available.

Event description:
Information provided states that a set screw became loose in the construct. A revision surgery was performed to replace with a new set screw.